Event description:
It was reported that there were high impedance > 5000 ohms , low sensing signals and a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; outer insulation breached (clavicle-rib crushed); outer insulation breached cut and white substance found on the outer insulation. Full lead returned and analyzed.